Event description:
A patient services representative (psr) contacted lifecor customer support to report that she had a monitor that had stopped working. She stated that the monitor was in training mode. She stated that when the battery pack was removed and then reinserted, the monitor would not power up. The psr tried other battery packs with the same result. Support sent the psr another monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor.